Event description:
During a follow up call with the home patient's nurse in 2008, it was discovered that the programmed fill volume for this patient is 2000 ml, indicating the patient was overfilled when they reported draining 3535 ml in drain cycle 2 of a related complaint. The nurse will review therapy settings with the patient in the clinic the next day. Follow up with the home patient revealed that she is feeling well and has not had any further issues with therapy. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
The home patient reported the device has been working well and no swap is necessary. The device will not be returned to baxter for evaluation.